Manufacturer narrative:
Device history record review was conducted on (B)(6) 2011 with the following findings. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Event description:
On (B)(6) 2011 it was reported that the patient obtained elevated blood glucose readings. On (B)(6) 2011 the patient obtained the blood glucose reading of "hi mg/dl" (greater than 600 mg/dl) and she experienced the symptoms of nausea and positive ketones. The patient corrected her blood glucose level using a bolus from the insulin pump; her subsequent glucose reading was 355 mg/dl. She did not seek any medical attention. The patient noted that when she replaced the infusion site, she discovered the cannula was bent. Troubleshooting revealed there were no leaks or air bubbles seen in the insulin cannula or cartridge, the pump settings were correct and the total basal/bolus doses delivered correctly matched those programmed. There is no evidence the pump was not accurately and correctly delivering insulin. The patient discovered a bent cannula in the infusion set, which can cause insufficient delivery of insulin. The patient suffered symptoms suggesting severe hyperglycemia while using the insulin pump; therefore this complaint is being reported.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.